Event description:
It was reported that the pt's lead impedance measurements were greater than 40,000 ohms on all electrodes when used with electrode 1. The only time the pt felt a little stimulation was with electrode 0 and 2. Further info is being requested from the hcp.